Event description:
It was reported there was noise on the ECG (electrocardiogram). Account was able to reproduce noise on the floor that is used for followup. It was recommended to troubleshoot the noise further. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.